Event description:
The customer reported the system would not save cine images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive and reseated the connectors on the cine drive and cine bridge board. The system operates as intended.